Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024 implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that during a patient follow-up visit, sixteen low impedance counts were found on the atrial lead. No lead warnings were observed. No interventions have been done, and the physician is monitoring the issue. The right atrial lead remains in use. No patient complications have been reported as a result of this event.